Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a high blood glucose value of 600 mg/dl. Patient's current blood glucose value: 100 mg/dl. Customer also reported no delivery alarm. Reportedly, pump was working as designed. Customer reported that alarm was caused by infusion/reservoir occlusion. High blood glucose troubleshooting could not be completed. The device is expected to be returned for analysis.